Event description:
Event description guidant received information that during an elective changeout procedure for the device, this implantable lead experienced a shorted condition when delivering a high voltage shock. A low shocking impedance measurement was displayed. A guidant technical services representative recommended replacing the device and the lead.